Event description:
It was reported that the patients ipg was having charging issue. Therefore, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.